Event description:
It was found during review of programming history that the patient had high impedance. The patient had x-rays requested but no surgical interventions have occurred. No further information has been received. Review of manufacturing records confirmed there were no unresolved non conformances found with the lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
It was reported that the patient decided to stop vns therapy. The physician asked the patient to get an x-ray, but the patient did not follow the physician's recommendation.